Event description:
A low reading issue with the Abbott Diabetes Care (ADC) device was reported. The customer received an unspecified low sensor reading on the Abbott Diabetes Care (ADC) device compared to a competitor brand device. It is unknown whether the customer noted a trend arrow. The customer experienced heat discomfort, self-managed by eating, took dextrose pills, verified with a capillary test, and corrected with insulin. There was no report of death or permanent impairment associated with this event.The customer received sensor scan results of 53 mg/dL compared to readings of 359 mg/dL respectively obtained on a competitor brand device and the results, when plotted on a Parkes Error Grid, fall into the D Zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.